Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2010. Revision procedure was performed on (B)(6) 2012 due to loosening of the implant as a result of an allergic reaction to metal ions. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product has been requested to be returned. Upon return of item and completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
It was reported that the patient was revised due to loosening as a result of an allergic reaction. The returned product was dimensionally inspected with all features found to be according to the drawing in force. The manufacturing history records were reviewed with no deviations or abnormalities. No similar complaints regarding the involved item number have been received. Instructions for use for the total knee prosthesis packaged along with the involved item states, "hypersensitivity to foreign bodies: when hypersensitivity to metals is suspected, appropriate allergic test must be made prior to implantation". It is considered as a critical factor to select the patient. "Sensitivity to the metal or foreign body reactions" is also specified as a possible adverse effect. Although the cause of this event has not been identified, no evidences have been found that relates the reported event with the raw materials, design, manufacturing, inspection, or the sterilization process of the affected device.